Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug-eluting stent to treat a lesion in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issue noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device. It was reported that stent deformation occurred in vivo post-deployment. It was stated that the stent was deployed in the rca vessel, but the wire placement was lost. When trying to re-wire to post-dilate the stent with a balloon, the stent struts were pulled/unraveled due to the wire knuckle. It was noted that the proximal part of the stent was distorted, and it was planned to do another procedure on the patient 2 days later to open or crush the stent against the vessel wall. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the lesion had 80-90% stenosis and was located in the mid-distal right coronary artery (rca). Excessive force was not used during delivery. The wire was a non-medtronic device. The second procedure was successfully completed on two days later. The original stent was crushed against the vessel with a new medtronic stent. No issues noted with the new stent on the follow up procedure. Device lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.